Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. During trouble shooting with tandem technical support, it was found that the customer overfilled the cartridge and customer was reusing syringes. Tandem customer technical support informed customer that overfilling the cartridge and reusing syringes is off label per the user guide. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 259 mg/dl.